Manufacturer narrative:
Concomitant medical products: product ID: 97713, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
There was a report of the patient's battery migrated too close to the skin. This was causing pain when the patient charges and during normal activity. It was reported that they were unable to obtain what led to the event. No diagnostics/troubleshooting was performed as the patient was still able to charge. No interventions or actions were applicable to resolve the issue. The issue was not resolved at the time of the report. The patient had a loss of coverage in their right low back and right leg. They feel the stimulation on the left perfectly. On the right side, the patient only feels it in the belly which was not what it was intended for. It was suspected that the right lead may have migrated laterally. They were unable to determine what led to the event as the patient noted that they had been very careful with their activity. Simple bipoles were run up and down the lead when programming and every time they were only getting belly stimulation on the right side. Impedances all were within normal range. The issue was not resolved and no actions were taken at the time. There was a report of a planned surgical intervention but it had not been scheduled. Relevant medical history includes spinal pain.